Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that the implant (tsvtwb10) thread might have got damaged while placing the healing collar (hc465). It was also reported that they were able to resolve the issue with another healing collar and the implant remained implanted.

Manufacturer narrative:
No device was returned for an evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. The appropriate instructions for use were identified and reviewed for the healing collar and implant. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. UDI: (B)(4). Device evaluated by MFR: changed "no" to "yes".